Event description:
Thirteen days after implant of cphv mitral valve, the patient presented with atrial fibrillation. The valve was explanted due to what was believed to be thrombosis. The cphv was replaced with a tissue valve. No data was provided as to the condition of the patient.